Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this complaint is being closed because it is approximately 50 days of age in question and the device has not been returned to mitek for evaluation. If and when the device in question is received this file will be reopened and its contents made to reflect the results of the evaluation. No corrective action is required. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch(s): mr# [1221934-2018-51767 1221934-2018-51768 1221934-2018-51769 1221934-2018-51770].

Event description:
Our affiliate reported in a lesson on corpse, with ten participants, five devices of the same batch have the same problem (5 different participants had the same problem). During normal use of the device (console with default settings: ablation 220/coag 80), the metal tip detached from the electrode head and fell into the joint. This incident took place on 5 occasions on comparable systems (with 5 persons).